Event description:
Reporter noted the footswitch functioned properly during cautery, but a problem was noted when the surgeon engaged continuous irrigation prior to placing the tip in the eye. The procedure was aborted and completed the following day with a replacement footswitch. The pt condition and prognosis was good.